Event description:
A report was received that the patient's ipg would not communicate with the remote control (rc). The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that database analysis confirmed signs of possible issues with the ipg. It was noted that the ipg works as long as the patient follows the steps when charging it.

Event description:
A report was received that the patient's ipg would not communicate with the remote control (rc). The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's ipg would not communicate with the remote control (rc). The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
A report was received that the patient underwent a replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient's ipg would not communicate with the remote control (rc). The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained by the bsn representative. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg would not communicate with the remote control (rc). The patient will undergo an ipg replacement procedure.